Event description:
The customer reported the system alarms when plugged in. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the power controller board and retapped the input transformer. System operates as intended. (B)(4).